Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation of the sample by baxter and haemotronic confirmed that there was a leakage in the coiled tubing. Due to insufficient information, root cause could not be determined. According to haemotronic's investigation report, a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Haemotronic also determined that "there are no possibility to cause this kind of failure" during their manufacturing process. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A customer reported to baxter (B)(4) that during prefilling a leak was noticed in the tubing. There was no patient injury or medical intervention reported. This incident was prior to patient use and no patient was connected.